Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the device system cartridge was defective. Per the patient, the cartridge was not good to use" and cheap materials". The patient did not miss a dose and there were no patient adverse effects.